Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: block b5 was updated with additional information received on february 06, 2023. Block h6: impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation during a retrospective series data collection that an orise proknife was used in the colon/rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the patient experienced a perforation. The patient was hospitalized and was discharged on (B)(6) 2021. The exact cause of the perforation is unknown. The physician deemed the event to be not related to the device and a causal relationship to the procedure. The perforation was happened during esd and was treated by clipping. The patient stayed to the hospital longer without surgery. The procedure was completed with the original device.

Event description:
It was reported to boston scientific corporation during a retrospective series data collection that an orise proknife was used in the cecum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the patient experienced a perforation. The patient was hospitalized and was discharged on (B)(6) 2021. The exact cause of the perforation is unknown. The physician deemed the event to be not related to the device and a causal relationship to the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Impact code f08 captures the reportable event of prolonged hospitalization.